Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. A device history record (DHR) review was unable to be conducted for the device as the identification numbers were not provided by the complainant. The device was investigated and the cutter cycle time was out of calibration. A pm service was performed and the console is calibrated and tested, and all testing passed. If additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that in (B)(6) an atec procedure was performed and the doctor was unable to get suction and failed with 3 different needles while the needle was in the breast. Got suction on 4th needle the next day, but not trusting the machine. The vacuum light stayed green the entire time. The patient was rescheduled for a new procedure the next day.